Manufacturer narrative:
It is our belief that the lens was damaged because it was improperly loaded into the insertion device. We do not believe that the lens was defectively manufactured by bausch & lomb.

Event description:
Following the implantation of the lens, the doctor noticed that one of the haptics was kinked and he removed the lens. During the course of the surgery, there was a tear in the posterior capsule. Pt is alleging eye injury with vision loss.